Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing an unknown drug. It was reported that manufacturer representative (rep) stated that they got a text from the physician that stated with the last two refills, they had a volume discrepancy of 2ml less than expected. The rep had no further history. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the volume discrepancies was not identified. The plan was to monitor the issue at their upcoming refills. The physician also planned on changing the drug and adding another drug at the next refill. It was unknown if the issue had resolved, as the patient had not had a refill yet. The information was confirmed by the patient's healthcare provider.